Event description:
Information was received from a patient (pt) regarding an external device. It was reported that while trying to recharge the implantable neurostimulator (ins), connection kept going from recharging excellent to check the device. Pt stated that they dropped the controller while resetting, but confirmed that the screen was not cracked and that there was no rattling noise. Pt stated that they had been trying to charge and the controller was still at 50%. Pt stated that the paddle was always warm since they would lay on the paddle while recharging the ins. During the call while pt was recharging the ins, recharging excellent was initially indicated, however poor recharge quality then appeared, then the controller would then say "cannot recharge". Pt stated that the ins never recharged to 100%; pt stated that yesterday the ins got up to 40% and then they tried recharging the ins again later and the ins only got to 60%. Pt stated that this morning the ins was at 30% and then only recharged to 50% after an hour. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755-s recharger (rtm) (serial number (B)(6)). Revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.